Event description:
It was reported that a pump constantly alarmed for an upstream occlusion when no occlusion was present (medication, programmed amount and deliver rate are unk). It was also reported that there was no pt injury. Baxter attempted to contact the customer on multiple occasions to acquire add'l event info without success.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter and the device performed as expected. False upstream occlusion alarms were confirmed and reproduced. The upstream sensor pusher that holds the tubing against the upstream sensor was replaced to a larger size to decrease the distance between the door and sensor and was calibrated.